Event description:
Information received by medtronic indicated that the customer reported the pump was under delivering and experienced hyperglycemia with a blood glucose value of 40 mmol/l and was hospitalized at the time of the event. The customer reported results of ketones test was 2.3 and was treated with the insulin drip intravenous and experienced symptoms, dizziness and body pain. Troubleshooting was performed and found that the customer had been using the insulin pump system within 48 hours. It was also found that the auto mode feature was active at the time of the event. No further patient complications were reported. The customer will discontinue the use of the insulin pump and will be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the ngp 770g insulin pump which is not marketed in the united states. However, the device is similar to the ngp insulin pump, which is marketed in the united states medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
The pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the dat at (B)(4). No under delivery anomaly noted. The insulin flow blocked alarm functions properly during the basic occlusion test, occlusion test and force sensor test. No unexpected insulin flow blocked alarm/no delivery alarm noted during testing. The following were noted during visual inspection: scratched case and pillowing keypad overlay. The test p-cap and reservoir does lock in place in the reservoir compartment. History download was successful using thump and carelink upload was successful. The pump did not have a battery installed when received. No damage noted on the original battery cap. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. No pump error 25, low battery alert, power loss alarm, replace battery alert or replace battery now alarm noted during testing. Please see below for the boluses listed on the event date 16-jan-2023 in the pump history file. On (B)(6) 2023 dailytotalofbolusinsulindelivered: 543500 (54.35 u). (B)(6) 2023 00:04:29.000 normalbolusdelivered (220) bolusprogrammingmethod: boluswizard (1) normalbolusamountprogrammed: 25000 (2.5 u) bolusamountdelivered: 25000 (2.5 u) (B)(6) 2023 06:13:22.000 normalbolusdelivered (220) bolusprogrammingmethod: boluswizard (1) normalbolusamountprogrammed: 130000 (13 u) bolusamountdelivered: 130000 (13 u) (B)(6) 2023 06:15:22.000 normalbolusdelivered (220) bolusprogrammingmethod: boluswizard (1) normalbolusamountprogrammed: 10750 (1.075 u) bolusamountdelivered: 10750 (1.075 u) (B)(6) 2023 09:28:54.000 normalbolusdelivered (220) bolusprogrammingmethod: boluswizard (1) normalbolusamountprogrammed: 98000 (9.8 u) bolusamountdelivered: 98000 (9.8 u) (B)(6) 2023 12:04:10.000 normalbolusdelivered (220) bolusprogrammingmethod: boluswizard (1) normalbolusamountprogrammed: 130000 (13 u) bolusamountdelivered: 130000 (13 u) (B)(6) 2023 14:21:40.000 normalbolusdelivered (220) bolusprogrammingmethod: boluswizard (1) normalbolusamountprogrammed: 48250 (4.825 u) bolusamountdelivered: 48250 (4.825 u) (B)(6) 2023 16:34:52.000 normalbolusdelivered (220) bolusprogrammingmethod: boluswizard (1) normalbolusamountprogrammed: 101500 (10.15 u) bolusamountdelivered: 101500 (10.15 u) there were no auto suspend alarm or user suspended alarm noted 1 week prior to the event date 16-jan-2023 in the formatted history file. Please see below for the pump errors/alarms noted 1 week prior to the event date 16-jan-2023 in the formatted history file. (B)(6) 2023 18:42:00.000 alarmalertnotification (40) faultnumber: lowbatteryalert (104) earliest power data available per the power management tool/detail trace file is on (B)(6) 2023 12:43:59 am. There was no power data available for the date of (B)(6) 2023. Unable to check power data for low battery alert. Reviewed 1 week prior to the event date 16-jan-2023 for dailytotalofbolusinsulindelivered below. From (B)(6) 2023, there was no total bolus deliveries greater than 55 units. Unable to verify "gave a bolus for 70 units complaint." (B)(6) 2023 dailytotalofallinsulindelivered: 634000 (63.4 u) dailytotalofbasalinsulindelivered: 299000 (29.9 u) dailytotalofbolusinsulindelivered: 335000 (33.5 u) (B)(6) 2023dailytotalofallinsulindelivered: 638500 (63.85 u) dailytotalofbasalinsulindelivered: 299000 (29.9 u) dailytotalofbolusinsulindelivered: 339500 (33.95 u) (B)(6) 2023 dailytotalofallinsulindelivered: 528000 (52.8 u) dailytotalofbasalinsulindelivered: 263250 (26.325 u) dailytotalofbolusinsulindelivered: 264750 (26.475 u) (B)(6) 2023 dailytotalofallinsulindelivered: 523000 (52.3 u) dailytotalofbasalinsulindelivered: 299500 (29.95 u) dailytotalofbolusinsulindelivered: 223500 (22.35 u) (B)(6) 2023 dailytotalofallinsulindelivered: 690500 (69.05 u) dailytotalofbasalinsulindelivered: 299000 (29.9 u) dailytotalofbolusinsulindelivered: 391500 (39.15 u) (B)(6) 2023 dailytotalofallinsulindelivered: 568500 (56.85 u) dailytotalofbasalinsulindelivered: 288750 (28.875 u) dailytotalofbolusinsulindelivered: 279750 (27.975 u) (B)(6) 2023 dailytotalofallinsulindelivered: 863500 (86.35 u) dailytotalofbasalinsulindelivered: 320000 (32 u) dailytotalofbolusinsulindelivered: 543500 (54.35 u) the pump passed the functional testing. Unable to confirm alleged high bgs. Possible under delivery anomaly was not confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Information has been corrected which was not correct in the initial report. The information has been provided in section b3 with this report. Information has been added which was missed in the initial report. The information has been provided in section h6 of this report.